Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 59mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck is 23mm. The diameter of the aneurysm entry is 25mm. The proximal neck length by centerline is 13mm. During the index procedure the final angiography identified a type ia endoleak. The physician noted that since the proximal neck is relatively short, that contributed to the type ia endoleak. No clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).